Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet device experienced hyperglycemia, with blood glucose rising after dinner to a reported peak of 295 mg/dl despite a meal announcement and with horizontal trend arrows; the user confirmed no observed infusion set leakage or tubing kinks and declined further troubleshooting while planning to contact their healthcare provider about dosing. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake with user interview and review of use conditions. Investigation of this case revealed no confirmed device malfunction and an undetermined cause of hyperglycemia. It was concluded that the event was consistent with hyperglycemia of unclear cause with no adverse health impact reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.